Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back again and repeated information previously noted. The patient again stated their ins hadn't worked right since their surgery and when they stood up they would gush. The patient stated they had tried making adjustments on their own and requested assistance with what adjustments to make for their gushing. The patient was redirected to their healthcare provider (hcp) to further address the issue. Physician listings were emailed to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that, no, it's on but doesn't help at all since my surgery. It worked great for them until my big surgery and no one helped after surgery to make sure it wasn't interrupted due to surgery. They have made many changes in the programs themselves, but after a few days it doesn't help again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had major surgery on july 17th and they removed the rectum and most of the vagina. The caller indicated that they turned the therapy off for chemo and radiation prior to the surgery and then turned it back on after the surgery. The patient is not feeling the therapy and not getting symptom relief. Since the surgery ,the caller reports that they have been peeing in their pants all the time and their legs are sore from being wet all of the time. They have tried all the available programs and have tried increasing the intensity. The patient was redirected to their healthcare provider to further address the issue.